Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital emergency department due to receiving an inappropriate shock. A remote interrogation indicated that multiple alerts had triggered for lead integrity for oversensing during non-sustained episodes and short v-v intervals as well as high pacing lead impedance over the previous 9 months. The right ventricular lead was also noted to have high thresholds and was suspected to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.